Event description:
The patient is a participant in a clinical study ((B)(6) relief registry). It was reported the patient (B)(6) is experiencing perforation of the skin and subcutaneous tissue changes at the ipg site. In turn, the patient will undergo surgical intervention at a later date.

Event description:
Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.